Manufacturer narrative:
(B)(6) initial /final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photo or physical sample that displays the reported condition was available for evaluation. A review of the internal manufacturing device records and raw material history files for the lot 0001376042 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
(B)(6) reported via email: no suction. Patient impact unknown. (B)(6) 2020: spoke with patient. He reported that the drainage line was disconnected inside the package. They attempted to reconnect the tubing to the bottle, no fluid drained. Opened a new kit and completed drain without issue. Catheter is located in lung, placed (B)(6) 2020. There was no damage to the box product was received in. Product is stored in original box until use. Sample has been discarded. No patient harm. Declined closure letter.